Event description:
It was reported a patient developed heterotopic ossification post-operation. No further information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a patient developed heterotopic ossification post-operation. The patient is not experiencing any symptoms. The surgeon plans to monitor the patient.

Manufacturer narrative:
Device evaluation: product not returned, and photos not provided. However, x-rays were provided, which show the heterotopic ossification. The x-rays also show that the implant was placed next to previously placed spacers, which goes against the indications for use. Potential cause: root cause was unable to be determined. This event could possibly be attributed to operational factors, patient factors, or post-op care factors. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported a patient developed heterotopic ossification post-operation. The patient is not experiencing any symptoms. The surgeon plans to monitor the patient.

Manufacturer narrative:
Corrections in d4: catalog number, lot number, and expiration date. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.